Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of ventralex patch, patient was diagnosed with hernia recurrence, adhesions, pain thereby underwent repair with partial mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesion, pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6)2012 the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1) and on (B)(6)2016, the patient underwent surgery for implant an unspecified bard/davol ventralight st. It is alleged that on (B)(6)2014, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2012 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex patch (device #1). Per operative notes, "the hernia sac was opened to the level of fascia and the incarcerated omentum was excised. The defect was noted and a ventralex patch (device #1) was placed circumferentially and sutured." (B)(6)2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with partial explant of ventralex patch (device #1) and implant of ventralex patch (device #2). Per operative notes, "the hernia was identified, the superior and right edge of previous ventralex patch (device #1) was disconnected. The sac was excised and a portion of old ventralex patch (device #1) was removed. Adhesions to the anterior abdominal wall was taken down. The defect was noted and a ventralex patch (device #2) was placed into the abdominal wall and sewn with sutures." (B)(6)2017- patient was diagnosed with recurrent incisional hernia and multiple adhesions thereby underwent laparoscopic repair with implant of ventralight st mesh (device #3). Per operative notes, "dense adhesions were noted involving previous meshes (device #1 & #2) including a loop of bowel were taken down. Inferior hernia recurrence was noted as some of mesh (device #1 & #2) had pulled away from abdominal wall, these were retacked. A ventralight st (device #3) was placed as an underlay sutured and tacked." Attorney alleges that the patient had adhesions, mesh shrinkage, pain and hernia recurrence. It was also alleged that the patient had revision of previous mesh due to pulling away and adhesions.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); the patient's attorney made no allegations related to the ventralight st. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1) and on (B)(6) 2016, the patient underwent surgery for implant an unspecified bard/davol ventralight st. It is alleged that on (B)(6) 2014, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."